Event description:
After replacing my ten year old saline implants with ¿new¿ silicone implants around two years ago, I began to experience multiple health issues. I started to have chronic fatigue, weight gain, acne, hair loss, inflammation no matter how much I exercised or ate healthy. Joint pain and unbelievable back and neck pain. I started to have trouble with my memory and thinking clearly. My vision declined. My eyes have started to look hazy and blood shot and my skin looks dull and dark. I have dark circles and my face has started to age rapidly. I am bloated and constipated all the time. My feet and hands get cold. I have a burning sensation in my breast. I have started to miss my period. I feel like I have aged 50 years in such short time. I finally realized I am having an auto immune response to my silicone implants and now have to spend thousands on having them taken out. I also will not have mutilated breasts and have to recover from a very invasive surgery. I am going to have to follow a strict regimen to detox my body and get my health back. I¿m going to have to pay thousands more on doctors and supplements who will help me regain my health. I¿m in disbelief that the surgeon did not tell me the risks. I did not even receive a pamphlet or a letter in the mail informing me of my risks. These were supposed to be new and improved and ¿safe¿. I¿m furious. I have lost precious time with my small children.